Event description:
User was struck in the head by walkaway 40 service hatch which closed unexpectedly during daily maintenance. User reported being knocked to the floor and blacking out for a few seconds. User got up and returned to normal work activities and no medical atention was sought. Several hours later user reported feeling dizzy and having a staff physician on staff at the hospital and was told patient probably had a mild concussion. No offical medical or accident report was filed by the user.